Event description:
Reportable based on device analysis completed on 21 feb 2024: it was reported that visualization issues occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion; however, the screen became dark when the device was used, and nothing was displayed. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
D2b: pro code (product code): corrected the device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window was twisted. In order to inspect for imaging core windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were not pulled out from the removed hub based on the condition of device return. Impedance testing shows an electrical open at 100 -110cm in the proximal end of the catheter.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window was twisted. In order to inspect for imaging core windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were not pulled out from the removed hub based on the condition of device return. Impedance testing shows an electrical open at 100 -110cm in the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on (B)(6) 2024: it was reported that visualization issues occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion; however, the screen became dark when the device was used, and nothing was displayed. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the imaging window was twisted.